Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display was missing pixel segments. It was also noted that the upper case was broken, the lower case was broken and two side bail covers were broken. F(B)(4).

Event description:
It was reported the lower display has missing lines. The device was returned for repair. No patient complications were reported as a result of this event.